Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat a persistent atrial fibrillation (a fib) which it's consider off label use. As the catheter was removed from packaging and placed on sterile back table for preparation, they noticed the flush port lumen was cloudy. A new farawave catheter was used to complete the procedure, no patient complications were reported. The device was disposed.